Event description:
It was reported that the surgeon attempted to insert a micl12.6 implantable collamer lens and the foam tip plunger overrode and tore the lens while it was advancing. No patient contract. The reporter indicated the surgeon was new to this procedure and the incident was likely due to loading error.

Manufacturer narrative:
The product pertaining to this complaint was not returned, however, the lens was returned and evaluated. Evaluation. A work order search was performed and there were no similar complaints within the work order.